Event description:
The customer reported that the cautery pencil turned on and off on its own. No injury, intervention or adverse events were reported.

Manufacturer narrative:
(B)(4). Eval of the incident device found it to function normally and within specs. Nothing was identified that would have caused or contributed to the reported event. Review of the device history records did not identify any pertinent entries.